Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 10/28/2004 and was last repaired on (B)(4) 2013 for a bent comb. Evaluation of the device verified the comb to be damaged. The ratchet gear set screw was exposed inside the gear. Prior to repair, a test mesh and calibration check could not be performed due to the damaged comb. Customer returned four cutters; all cutters produced an unacceptable test mesh except for the 4:1 ratio cutter. Improper handling by the customer most likely caused the damge to the comb, which caused the event experienced by the customer. Additionally, improper handling was most likely the cause for the exposed set screw inside the ratchet gear. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher had a bent guard. Additional clinical follow up with the customer indicated that the issue was observed during inspection of the device prior to sterilizing and there was no patient involvement.